Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed a power disconnect alarm when two batteries were connected to the controller. However, battery 2 was not recognized by controller and showed a 0% capacity. The battery 2 saw column had spurious values, which indicated a communication problem between the controller and the battery. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient complained of random single beeps from his controller.  The patients batteries showed appropriate power bars but the alarm was for power disconnect. The patient checked both battery and driveline connections three times. The first two events occurred on port 1 which the patient thought indicated it was a controller problem. The third  event occurred on port 2.  The patient felt uncomfortable with the power disconnect alarm. The controller was exchanged to controller (B)(4) with no reported consequence or impact to the patient. No further information was provided.